Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the cardiac resynchronization therapy defibrillator (crt-d) identified no anomalies. The device was observed to be in safety mode, however, was at beginning of life (bol) with a reported battery voltage of 3.081 volts. Review of device memory found that a shorted lead fault had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.